Event description:
Customer reports obtaining results of 177mg/dl and lo within 1 min on the same device. No action was taken based on device results. No adverse event reported and no treatment rec'd. No qcs were used. Requested return of suspect device and repplacement was sent.